Event description:
During a procedure, while attempting to arrest the heart, the perfusionist noticed blood in the lumen of the one way valve and the heart wasn't arresting. The perfusionist observed a pinhole leak from the arrest pouch. The amount of fluid that leaked is unknown.